Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation, the pump was found to be infusing outside of the volumetric range that mmdg considers not reportable. Review of the pump infusion factor and other threshold settings indicated that the pump had not been serviced since it was manufactured in 2012. The pump requires yearly preventative maintenance. This caused the pump to under infuse.

Event description:
The initial reporter stated that the pump failed non-factory recertification in their facility. The initial reporter also stated that this occurred during testing, and no patient had been involved. (B)(4).